Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Sample is not available for evaluation. As a result, the reported defect is not verified, and no root cause could be identified. A review of the june 2025 monthly report for feiba was also performed relative to the subcategory of reconstitution difficulty'. The complaint rate for 2025 ytd is (B)(4), in comparison to 2024, (B)(6) and in 2023 (B)(6). No evidence of a manufacturing or material related root cause. No corrective and / or preventive actions are applicable.

Event description:
The complaint states, "per pharmd, "we had used feiba vials and the vacuum wasn't working so I was calling to see if you have guidance on what to do when that happens".